Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 421 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia and dry mouth. The patient reports after dinner their blood glucose level had not decreased after administered insulin and a bolus. The patient reports they started hyperventilating and was nervous. The patient was taken by ambulance to the hospital. Once at the hospital the patient reports they had a loss of consciousness. The patients pod was removed. The patient was treated with manual shots of insulin. The patient was in the hospital for 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6.